Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts despite using multiple wall adapters and the pump battery was unable to be charged. Blood glucose was 148 mg/dl. Reportedly, the customer had manual injections available for insulin therapy.